Event description:
It was reported that while performing peritoneal dialysis (pd), a home patient (hp) received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine, during dwell three of five. During troubleshooting, it was found that a clamp was open on an unused supply line. The technical service representative (tsr) reviewed proper setup procedure and assisted the hp in clearing the alarm. There was patient involvement, however there was no adverse event indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was a use error due, as the patient had an open clamp on an unused line. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed while performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.